Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Event description:
The patient reportedly had a lot of trouble with the pump, and stated it was not for them. The patient was reportedly in the hospital for three weeks following implant, and then they went to rehab for another three to four weeks. The patient had a brain injury, and they felt the pump was affecting the patient¿s mind and making him sluggish. They did not think the pump was helping the patient. The pump was titrated up and down and this was not good. It was filled with saline in (B)(6) 2012. The pump was nearing end of battery life, and the pump and catheter were removed on (B)(6) 2013. Some erythema and incisional pain was reported after the device removal. The patient was prescribed oral bactrim for seven days at an office visit on (B)(6) 2013. The pump had contained baclofen.